Event description:
The patient implanted for non-malignant pain reported that the implantable neurostimulator (ins) was tilted. This had been confirmed by the healthcare provider (hcp). The patient was given a girdle to wear and would charge without the girdle and lying flat so the ins was not tilted during the charge session. This had occurred since (B)(6) 2016 as the patient was diagnosed on (B)(6) 2016.

Event description:
Additional information received from the patient stated that she had her system entirely explanted and replaced with a system from another manufacturer. The patient stated the ins kept flipping and she couldn't charge it. The patient also reported not liking the stimulation sensation. The patient stated she had to turn it up so it became uncomfortable. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.